Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert for low atrial lead impedance. Noise had also presented. The impedance returned to normal range during interrogation. Neither the low impedance nor the noise could be reproduced. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.